Event description:
It was reported that at the time of the preparation of the implants pre-operatively, it was evident that it has the first had a ripped wrapper.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed the plastic cover of the corail2 non col ho size 13 ripped off. No additional damage can be observed on the device packaging surface. No evidence suggests an error in the manufacturing that could be a contributing factor in the reported allegation. Once the product leaves medtech orthopaedics control, it is unknown what environmental/external factors the finished goods products are exposed to. Therefore, the suspected cause is traced to improper handling or care during the transport/storage, outside of medtech orthopaedics control. A manufacturing record evaluation was performed for the finished device 5388108 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the corail2 non col ho size 13 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device 5388108 lot number, and no non-conformances nor manufacturing irregularities were identified.